Event description:
During a percutaneous procedure, the user attempted to remove the guide wire back through the introducer needle when the tip of the guide wire came off inside the pt. The tip was removed and no patient harm or injury occurred as a result.